Event description:
A report was received that a pt would undergo a pocket revision due to protrusion. The ipg had become visible through the skin, there was some fluid leakage and the pocket site was sore. The physician moved the ipg to the right side of the pt's body and two lead extensions were added. The pt was reportedly doing fine.